Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the abdomen, which is off-label usage of the device on (B)(6) 2025. On (B)(6) 2025 around 12pm, the patient experienced a wearable failure and approximately 6 hours later, began experiencing nausea and vomiting. The patient was wearing a tandem insulin pump. The patient went to the emergency room for evaluation, since she stated she had no means of monitoring her bg levels. At the ER, she was treated with zofran. No bg meter reading was reported. The patient was discharged home after approximately 6 hours. The patient was in ¿stable condition¿ at the time of report. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be very low count aberration. No additional event or patient information is available.